Event description:
On (B)(6) 2018, the patient contacted lifescan USA alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient reported that he first became aware of the meter issue, around 3.30 pm, reporting that he obtained blood glucose readings of ¿242¿ on the subject meter at 9 am in the morning, then at 3.30 pm he obtained a result of ¿71 mg/dl¿. Csr noted that the tests were taken greater than 20 minutes apart. The patient reported that he manages his diabetes with a combination of medications, including glimepiride 5mg and metformin 1000 mg, and that in response to the alleged inaccurate result of ¿71 mg/dl¿, he drank some ¿boost drink¿. The patient reported that 5-10 minutes after the result of ¿71 mg/dl¿, he developed symptoms of ¿weak and sweaty¿. He denies receiving or requiring any treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.